Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, insulation distortion was observed. Lead was not used and was replaced. There were no adverse consequences to the patient.